Event description:
Reporter alleged higher glucose readings so she followed up with the doctor to test glucose. Customer stated their meter read 383 mg/dl compared to the doctors' measurement of 134 mg/dl when testing was performed within 10 minutes apart. No actions were taken or treatment received as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.